Event description:
International customer reported that a pt presented with an infection three to five days following colo-rectal surgery. The pt was prescribed antibiotics.

Manufacturer narrative:
Date sent to the FDA: 9/28/2007. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: ze5cstn, mfg: 5/27/2007, exp: unk lot: xez060, mfg: 5/1/2006, ezp: 1/31/2011.